Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were calibrated to resolve the issue. No patient information provided to date after requests (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error during pre-use checkout that results in an inability to initiate mechanical ventilation. There was no patient involvement.